Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autoguard leaked at a connection. The following information was provided by the initial reporter: according to the customer, there have been subjective concerns with the product in up to 70% of power injection attempts. They provided 12 documented examples from staff, all involving CT procedures where leakage occurred during power injection. The leakage was observed either at the connection between the catheter hub and the j-loop extension set or between the j-loop and the maxplus. In this specific case, leakage was reported between the insyte ag catheter hub and the j-loop extension set during a power injection in CT. While no specific injection rates, gage sizes or psi values were provided, the customer confirmed that they do not exceed 325 psi during these procedures. On (B)(6) 2025 she has mentioned she doesn¿t have any additional information.

Manufacturer narrative:
As no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a root cause for the reported incident could not be determined.

Event description:
No additional information.